Event description:
The nurse was attempting to start IV in pt's right hand. Nurse obtained blood return but was unable to advance device. Nurse removed the needle and attempted to advance the unit with saline-filled extension set. IV site became slightly edematous when nurse pushed the saline. Nurse attempted to remove the catheter and felt a slight tug. When the catheter was withdrawn only approximately half of the catheter was intact.